Event description:
It was reported that since lens system installed, yellow tinted image show up occasionally. The device was test with different devices and the issue persists. A significant delay was reported. The procedure was completed with a backup device.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The reported complaint of yellow tinted image could not be duplicated during the functional testing process. Ccu passed all functional testing and 4 hour burn-in inside of test tower. All video outputs and functions performed as expected. The complaint of yellow tint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.